Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient faced hyperglycemia event on (B)(6) 2026.the blood glucose level was high at the time of the event and got treated with manual injection.the blood glucose was high for 3 -4 hours. No further information available.